Event description:
It was reported that the patient's stimulation was turning off, but he was unable to turn stimulation on. The reporter indicated that the patient was having pain in his legs which had always been there. Pain was felt with stimulation off and the patient couldn't sleep at night. The reporter stated that stimulation helped with the patient's leg and back pain; and his back pain was much better or almost gone.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 283350001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was the patient temporarily lost their programmer while in rehabilitation. The patient received a new programmer and also their old programmer was returned. It was noted the patient's therapy was working well at the time. No further information was reported.